Event description:
Additional information was received from the patient. The patient reported that the device had not been functioning correctly in the right areas and the lead wire was not perfectly centered. The doctor decided to do a revision "of the stimulator" where they moved the lead wire a couple spaces down in the epidural space and centered it. The patient stated he thinks they started out at t12 and dropped it down to another cavity. The patient stated that this revision required him to get another laminectomy. The patient stated that after the revision the device did not work at all for him. The indication for implant was postlaminectomy pain and spinal pain.

Manufacturer narrative:
Product ID: 39565-65, serial# (B)(4), product type: lead. Product ID: 97792, lot# n388950, implanted: (B)(6) 2013, product type: accessory. Product ID: 37746, serial# (B)(4), product type: programmer. Patient product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that since implant, the patient's implantable neurostimulator (ins) had not provided the expected therapy, and he may request an explant. It was reported that the patient experienced a loss of therapeutic effect. It was noted that the patient's trial was "perfect" but the implant provided stimulation to his upper left chest and not to his side left buttock and sacrum and lumbar. It was reported that there was a revision on (B)(6) 2013. It was noted that prior to the revision on (B)(6) 2013; the patient had problems on his right side and after the revision, the patient had problems on his left side. It was noted that the revision did not solve the patient's therapy problems. Reprogramming was attempted but was unsuccessful. It was noted that the patient had an appointment with his doctor and the manufacturer's representative on (B)(6) 2014. Eleven days later, it was additionally reported that "they moved the lead and ins" during the revision. It was noted that the patient experienced stimulation in the wrong location. The stimulation was reportedly going to the bottom of the patient's feet, arms, and chest and not to the areas where he needed it. It was noted that the patient saw his doctor and was told that "something isn't recognizing, and she wasn't able to check, something wasn't functioning correctly." It was noted that the patient was unclear whether the representative was talking about the clinician programmer or the implant. It was noted that the patient was scheduled to see a surgeon on (B)(6) 2014. Additional information was requested, but was not available at the time of report. If additional information is received, a supplemental report will be filed.